Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 6/7f mynxgrip vascular closure device (vcd) was noticed sticking out of the patient as if it were pulled out of the patient with the mynx device after it was removed and the site was inspected. Manual pressure was applied for hemostasis. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. The mynx devices on each patient were deployed per standard operating procedure (sop). The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. A 6 or 7f non-cordis sheath was used. The vessel insertion sites look to be clean with insignificant findings of calcium and/or tortuosity. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 6f/7f mynxgrip vascular closure device (vcd) was noticed sticking out of the patient as if it were pulled out of the patient with the mynx device after it was removed and the site was inspected. Manual pressure was applied for hemostasis. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. The mynx devices on each patient were deployed per standard operating procedure. The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. A 6 or 7f non-cordis sheath was used. The vessel insertion sites look to be clean with insignificant findings of calcium and/or tortuosity. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 7f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was exposed. The sealant sleeve was fully retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. A dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The result obtained was within the defined maximum specification. The measurement was taken using a calibrated ruler. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant was not returned with the product. The exact cause of the issue experienced by the user could not be determined during product evaluation. However, based on the information available for review and the product analysis, the event reported may have been attributed to user-related factors (user error) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the advancer (tamping) tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.